Manufacturer narrative:
Additional information noted that noise was seen on this right atrial lead along with out of range pacing impedances. The noise was oversensed and was recorded as anti tachycardia response events. Upon testing this right atrial lead with a pacing system analyzer (psa) the lead parameters were normal. Noise was once again seen when connecting the lead to a new device and the device was reprogrammed.

Event description:
Boston scientific received information that this right atrial lead showed variable low out of range pacing impedances. The lead will replaced during an elective device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.